Manufacturer narrative:
Returned to manufacturer corrected to: "25-oct-2018" in the initial MDR. Result code corrected to: "114" in the initial MDR, previous code not applicable. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. Lens was returned in vial, in liquid. Visual inspection found haptic torn. (B)(4).

Event description:
The reporter indicated that a vticm5_13.7, -8.00/0.5/112 (sphere/cylinder/axis), implantable collamer lens did not slide smoothly into the injector. Lens was injected our of injector onto table where it appered torn. No paiten contact and no patient injury was reported. Back up lens was later implanted and the problem was resolved.